Manufacturer narrative:
(B)(4). Upon receipt at medtronic's quality laboratory, visual inspection confirmed that the hooded shroud tips were missing. The hooded shrouds were returned with the device. The right and left sheath were observed under magnification which confirmed the presence of adhesive residue, indicating the tips were adhered during manufacturing. The end of the sheath, which accepts the hooded shroud, was measured and was within specification. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed the clinical observation and attributed the separation to excessive force being applied.

Event description:
Medtronic received information that during the procedure, the silicone holders on the cardioblate gemini that the guide snaps into, separated from the gemini. Both remained attached to the guidewire and the procedure was completed with no adverse patient effects.

Manufacturer narrative:
The initial medwatch was reported in error. While the tip did come loose, it remained on the guidewire and there was no patient effect. In reviewing the hha, this malfunction would not cause or contribute to a patient injury as the tip always remains on the guidewire. (B)(6). (B)(4).